Event description:
Pt stated she was treated by the ER for a eye infection that caused a corneal abrasion. Right eye is reported to have itchy, red, cloudiness and pain with infection. The problems ceased after 30 minutes after lens removal. Attempts to follow up for treatment, with the emergency facility, have been made with no reply to date.

Manufacturer narrative:
Method: a review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusions can be drawn. This is being reported as a corneal ulcer. There is no evidence to suggest the contact lens was the root cause of the pt's symptoms. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info. The submission date for this MDR is late because of a significant increase in the volume of complaint reports after a firm-initiated voluntary recall in (B)(4) 2011 of another product. The volume of complaint reports could not be anticipated in which to allocate adequate resources to complete timely complaint investigation and MDR reporting.